Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to downstream occlusion. Service evaluation verified the downstream occlusion. The cause was identified to be downstream tubing guide which was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information is available.